Event description:
It was reported that the non-compliant patient presented in clinic with bradycardia on (B)(6) 2018. Atrial fibrillation was also noted. The patient reported feeling symptomatic for the past month. Upon review, the implantable cardioverter defibrillator exhibited no capture and low impedance on several channels. It was noted that the device reached elective replacement indicator on (B)(6) 2016. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable throughout.

Manufacturer narrative:
The device was returned for a reported field event of battery performance alert, no pacing, and impedance anomalies. The reported field event was confirmed on the bench. The cause of the battery performance alert, no pacing, and impedance anomalies were determined to be battery depletion. Premature battery depletion was not confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. A longevity calculation was performed, and the device was within expected longevity performance.